Event description:
Red status indicator. No patient involved.

Manufacturer narrative:
Suspected failure of mosfet q45. Throughout the investigation, the green status led flashed as normal and the red status led and failure chirp did not activate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator. Failures characterised by a red status indicator, yet no self-test fails and evidence of missed self-tests in the device memory are indicative of mosfet q45 failures.

Event description:
Red status indicator. No patient involved.